Event description:
As stated by the customer (B)(6) 2012: lift goes up on it's own and only lowers when pressing emergency lower button. Faulty up button on remote.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.